Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a crystalens at-52ao was explanted after a two month implant duration due to asymmetric capsular contraction resulting in z-syndrome. This event refers to the pt's left eye. The crystalens at-52ao was replaced with a crystalens at-50ao that was subsequently explanted one day post implant due to same issue. Another model lens was implanted. This event refers to the first lens implanted. Reference MDR # 2031924-2013-00014 for second intraocular lens.